Manufacturer narrative:
The cause of the reported alleged allergic reaction cannot be determined. The information provided at this time is limited. Efforts have been made to gather additional case specific information. As reported the patient's issue resolved slowly. A product code and lot number have not been provided; therefore we are unable to perform a review of the manufacturing records. Should additional information be provided, a supplemental emdr will be submitted. Used on patient.

Event description:
It was reported that a patient had a possible allergic reaction after arista ah was used during a pacemaker placement. Patient went to ER less than 24 hours after implant, entire pocket was red, swollen, tender. Infection was assumed, antibiotics were started, and extraction was recommended. Seemed too fast for infection and antibiotics were stopped. Then the possible allergic reaction resolved slowly.